Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose level was 47 mg/dl. Customer treated low blood glucose level with food. Customer's current blood glucose level was 52 mg/dl. Troubleshooting for low blood glucose level was not performed. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.